Event description:
Customer called to report that when using their precision xtra blood glucose meter with their precision link data mgmt software, the date and time the meter was displaying, at the time of meter upload differed than the actual current date and time. The customer claims to have not modified the date or time manually, nor did they report having changed the battery. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa21dec06 letter.